Manufacturer narrative:
In the initial report, it was mistakenly stated that a manufacturing record evaluation had been performed. It is not complete at this time. However, a supplemental report will be submitter after it has been completed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5/31/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the device a tear was observed on the anterior aspect, measuring approximately 2.1 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent unspecified breast surgery with a 475cc mentor smooth round moderate profile and was presented with right side breast implant rupture. As a result, the device was explanted and replaced on (B)(6) 2019 with catalog t#: 3501680, s/n: (B)(4).